Event description:
A medwatch internet submission was received, a copy will be included with this report. During removal it was noted a that the tip of a screw was found broken. Patient was revised to competitor plate and screw. This is 2 of 2 reports.

Manufacturer narrative:
Lot #: information from received returned questionnaire. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.